Event description:
Patient to infuse ceftriaxone 1g IV gday -manufacturer b braun- via a mps acacia gravity flow control set cat# af-100-13 lot c9945. Medication will not run through filter. Medication delayed while tubing by baxter sent to pt's home. This is at least the 4th medwatch report written on this tubing. Dates of use: 2007. Diagnosis or reason for use: cellulitis.